Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab was inserted into the pt on 4/9/97. On 4/10/97, blood was noted in the iab tubing and the iab was removed. A second was inserted. Event complications: unk - rpt'd 4/10/97; none - rpt'd 5/8/97. Pt current status: recovering - rpt'd 5/8/97.